Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
The study facility reported that the patient presented with a clot located on the right ica (internal carotid artery), cervical (not t). It was reported that the patient had an ischemic stroke in the same territory, and the patient is a current smoker (within last year). Pre procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of 0, national institute of health stroke scale (nihss) of 9, and mrs (modified rankin score) of 0. During the study procedure, the subject device (balloon guide catheter) was placed high cervical (upper 1/3 of cervical ica), and the subject balloon was bust. The procedure was completed with a different device without clinical consequences to the patient.

Event description:
The study facility reported that the patient presented with a clot located on the right ica (internal carotid artery) ¿cervical (not t). It was reported that the patient had an ischemic stroke in the same territory and the patient is a current smoker (within last year). Pre procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of 0, national institute of health stroke scale (nihss) of 9 and mrs (modified rankin score) of 0. During the study procedure, the subject device (balloon guide catheter) was placed high cervical (upper 1/3 of cervical ica) and the subject balloon was bust. The procedure was completed with a different device without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies were noted to the device during initial inspection, the device was prepared as per the dfu, and nominal pressure was used to inflate the balloon. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable will be assigned to the reported complaint.